Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer it was found that the device would slip out of safety when the foot pedal is used. The device will not run with when the triggers are depressed. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection motor damage was found. The upper trigger was also worn.